Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and embedded contaminants were found in the seal as well as damage to the packaging resulting in a breach. The complaint is confirmed. The root cause is attributed to rough handling. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device has been returned for evaluation. The evaluation is still in progress. A follow up will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the sealing of the kit packaging. This was identified during incoming inspection and was not sent to a user facility.